Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke and potentially remained in the patient's joint space.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: break. Design -anchor not compatible with prepared hole size -drill design does not match anchor - anchor thread design makes insertion too difficult -inserter material/design too weak -inserter tip geometry not sharp enough for application process -inserter, implant, or drill manufactured out of specification. Application: -excessive force torquing anchor or lateral force applied during insertion -not enough axial force during insertion -use of wrong drill - improperly prepared hole -bone to hard for anchor insertion -bone not hard enough to maintain screw purchase -no pilot hole prepared - drill not inserted to proper depth.

Event description:
It was reported that the tip broke and potentially remained in the patient's joint space.